Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿ loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 8 states, ¿ dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-04953 / 04956).

Event description:
Legal counsel for patient reported patient underwent total hip arthroplasty on an unknown date and underwent revision procedures on (B)(6) 2008 and (B)(6) 2009 due to patient allegations of metal debris, tissue damage, loosening, dislocations, pain, nerve damage, and atrophy. Review of invoice history indicates initial hip arthroplasty was performed on (B)(6) 2005 and a revision procedure on (B)(6) 2008. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Revision surgery dates: (B)(6).

Event description:
Legal counsel for patient reported patient underwent total hip arthroplasty on an unknown date and underwent revision procedures on (B)(6) 2008 and (B)(6) 2009 due to patient allegations of metal debris, tissue damage, loosening, dislocations, pain, nerve damage, and atrophy. Review of invoice history indicates initial hip arthroplasty was performed on (B)(6) 2005 and a revision procedure on (B)(6) 2008. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates patient right hip revision performed on (B)(6) 2008 was due to dislocation. The patient's operative report noted the posterior capsule was ruptured. Additional information received in patient medical records indicates patient right hip revision performed on (B)(6) 2010 was due to dislocation. The patient's operative report noted cysts with metal staining, loose femoral and acetabular component, and metallosis. Additional information received in patient medical records indicates patient right hip revision performed on (B)(6) 2010 was due to dislocation. The patient's operative report noted a subcutaneous liquid hematoma. A review of invoice history could not confirm the (B)(6) 2010 and (B)(6) 2010 revisions.

Manufacturer narrative:
The follow-up report is being filed to relay additional/corrected information that was unknown at the time of the initial medwatch. Corrected data: event description ¿ (B)(6) 2009 removed. No revision procedure was performed on this date. On (B)(6) 2010, all biomet components were removed and replaced with a competitor¿s components.

Event description:
Legal counsel for patient reported patient underwent total hip arthroplasty on an unknown date and underwent revision procedure on (B)(6) 2008 due to patient allegations of metal debris, tissue damage, loosening, dislocations, pain, nerve damage, and atrophy. Review of invoice history indicates initial hip arthroplasty was performed on (B)(6) 2005 and a revision procedure on (B)(6) 2008. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates patient right hip revision performed on (B)(6) 2008 was due to dislocation. The patient's operative report noted the posterior capsule was ruptured. Additional information received in patient medical records indicates patient right hip revision performed on (B)(6) 2010 was due to dislocation. The patient's operative report noted cysts with metal staining, loose femoral and acetabular component, and metallosis. All biomet components were removed and replaced with a competitor's components.